Event description:
The complainant reported that an impella rp pump was implanted in a patient admitted in for coronary artery bypass grafting. The patient had an impella rp and 5.5 support ongoing. The rp lost optical signal but remained on for support. There was no reported harm or injury to the patient.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. Pump was not returned for investigation. Data logs show placement signal not reliable alarm dp out of range is then triggered and flow calculation is disabled. It seems to slightly resolve by the end of the case. The root cause of the placement signal issues was determined to be dp sensor drift. The fm was changed to placement signal issues based on the investigation indicating an issue with the dp sensor not the optical sensor. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.